Event description:
Clinical staff unable to plug cable into stryker altrix temperature management system (hypothermia machine) to monitor patient's temperature. Clinical staff had to manually monitor water temperature to maintain cooling phase and to initiate warming. No harm to patient.